Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms that no manufacturing or processing non-conformities were identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix refutes the reported buckling of the afx2 implant. No identifiable buckling was noted on the computed tomography (CT) scan. The implant movement of 8 mm, aneurysm enlargement of 21.9 mm and additional endovascular procedures are confirmed. This is moderately consistent with the reported adverse event/incident. There was a loss of 39 mm of overlap between the components. It is unclear if this contributed to the reported event. There was a movement of the proximal extension caudally by 8 mm, but it is also unclear if this contributed to the reported event. Procedure-related harm, and the involvement of the device, user, procedure, or anatomy in this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged to home on postoperative day one in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: medical device problem code: remove code 2889. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : the device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017, with the implantation of an afx2 bifurcated stent graft and an afx vela suprarenal. During a follow-up visit, a computed tomography (CT) scan showed signs of an enlarging aneurysm. The physician decided to bring the patient to the operating room for an angiogram and possible treatment. On (B)(6) 2024, during the angiogram, no endoleak was found, but the device was noted to be angulated and lacking sufficient overlap. The physician opted to perform a re-intervention with the implantation of an afx2 bifurcated stent graft and an afx vela infrarenal. The procedure was completed without complications. The patient recovered well, stayed overnight in the hospital without any issues, and was discharged the next day.